Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a false negative result for 1 patient tested for elecsys probnp ii immunoassay (probnp ii) on a cobas e 411 immunoassay analyzer. The initial probnp ii result was 14 pg/ml. This result was reported outside of the laboratory where it was questioned by the doctor because this patient has a history of high probnp ii results. On (B)(6) 2018 the sample was repeated and the result was 35000 pg/ml with a data flag. The instrument auto-repeated the sample using a 1:2 dilution and the result was 30800 pg/ml. The doctor was provided the corrected result of 30800 pg/ml. There was no allegation that an adverse event occurred. The probnp ii reagent lot number was 276345. The expiration date was not provided.

Manufacturer narrative:
No issues were identified during a review of the customer's calibration data. Instrument performance testing was completed on 08-may-2018 with passing results.

Manufacturer narrative:
No issues were identified during a review of the alarm trace. Qc results were within range on 31-mar-2018 and 01-apr-2018. Based on the data provided, a general instrument and reagent problem can be excluded. The investigation was unable to find a definitive root cause.